Event description:
Complainant alleged that during patient set-up, (age & gender unknown). The device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.